Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had to go back and be readmitted to the hospital for continuing pain complications from the implant surgery. The implant occurred on (B)(6) 2018 and the patient was readmitted to the hospital on (B)(6) 2018. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient was given medicine for the pain, but it didn't resolve the pain.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and from a healthcare professional (hcp). It was reported that the patient had been experiencing pain from extreme pinching in the last few months, in the ¿bi-fold area¿ and constantly felt a ¿baby kicking¿. It was noted that the patient had spoken to their gi doctor about it, who previously ¿increased it to 10¿ but then decreased it back down. The patient still felt that ¿baby kicking¿, and it was noted that this issue had been since implant. The patient¿s hcp ordered an x-ray on the 18th that confirmed their leads were lying in their atrium and their stomach was ¿fluid filled¿. The patient was redirected to follow up with their hcp regarding their medical symptoms. It was noted that the patient was getting ready for surgery to get an ostomy bag put in, and that it had been medically hard for the patient because they had had 21 surgeries, had had biopsies done, and had even had pieces of a surgical glove left in them. The hcp had done a colonoscopy to run out blockage in the bowels. No further complications were reported/anticipated.